Event description:
Olympus was informed that during a laparoscopic surgery the tip of the probe broke off the end of the instrument while inside of the pts abdomen. The tip of the instrument was retrieved by the surgeon and another (B)(4) sonosurg probe was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus f/u with the facility to obtain further info. The facility reported that the tip of the probe was successfully removed from the pt utilizing an maryland forceps. The pt is stated to be recovering normally following the surgery. The sonosurg probe was not returned for eval and was discarded by the user facility. The exact cause of the user's facility. The exact cause of the user's experience could not be conclusively determined at this time, if significant and relevant info becomes available later, this report will then be supplemented. This report is being submitted as an MDR in an abundance of caution.